Event description:
It was reported that during a lobectomy procedure, the device did not fire at all. The handle was broken. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: two device (a-b) were returned for analysis. Device a was received in good visual condition and with a partially fired reload in the device. The reload cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is returned, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Device b was received in good visual condition and with a partially fired reload in the device. The reload cartridge lock out tab was bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional info on device b. Expiration date: 08/2012. Manufacturing date: 09/2007.